Event description:
Rn at bedside visualized bleeding from left groin. Pressure applied. M.d. Called to bedside and held pressure. A second md was notified and came to bedside. He found catheter introducer to be fractured. Catheter removed and sutures applied. Pressure dressing applied.